Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
We have had 3 failures this year - tubing not saved. All have been near the female end where the clave attaches. They were all long duration situations - at least weeks and I assumed were related to repetitive motion in that area since the rest of the extension is secured in a loop to protect the line from being pulled on accidentally. At least one failure had a clabsi event associated with it. Because of the motion issue with mechanical stress, I honestly didn't think there was a "problem" with the product. Extension sets changed. PICC left in place. One clabsi treated. No customer claim of set failure as the cause.